Event description:
Explanted device received from office of medical examiners with request for analysis. Reported event was "death". Follow up with medical examiner's office revealed pt had summoned rescue squad upon experiencing shortness of breath. Pt experienced "arrest" and staff was unable to revive. Post mortem revealed "high opiates" with possible opiate intoxication. Final results of testing are pending. Devices returned to manufacturer for analysis.